Manufacturer narrative:
This report is filed on august 13, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was placed under general anaesthetic to replace abutment.